Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. Attempts were made to remove the lead, which could not be completed. The physician elected to cap and surgically abandon the lead, and attempted to implant a similar defibrillation lead. This lead, however, exhibited elevated defibrillation thresholds. The physician elected to remove this lead, and implanted a similar lead without reported complications. To date, there have been no reported patient symptoms associated with this clinical observation.